Manufacturer narrative:
Concomitant product: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type catheter. (B)(4).

Event description:
It was reported that the patient was out of state and missed a refill appointment. The patient had planned to be out of stated for 6 weeks but by the time of the report had been out of state for 3 months. The patient last had a pump refill at the end of (B)(6), 2013 and had been due for another refill at the end of (B)(6) 2013. The caller believed the pump was currently empty and had been hearing a critical alarm. The patient began experiencing withdrawal symptoms and ¿feeling very sick¿ approximately 5-7 days prior to the report. The patient was planning on returning home on (B)(6) 2013 but the caller was seeking a physician to either refill the pump or provide the patient with oral medication to cover for the empty pump until then. The device system was used to deliver ¿some type of morphine¿. The caller stated that the device delivered another medication but was unsure what the medication was. It was later reported that the pump had run out of medication 3 weeks prior to the report and the patient was going through withdrawals. The patient was on their way to the emergency room (ER). The caller stated that the pump was a ¿pain pump¿ but did not know what medication had been delivered by the device system. Additional information has been requested but was not available at the time of this report.